Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as a surgical impact opening. (Shell thickness within spec) additional observations: black particles and non-penetrating nick observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. Clarification to d9: date 04aug2023 is when device photo was received.